Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent and asymptomatic patient presented remotely via merlin.net transmission. Upon review, the atrial and right ventricular leads exhibited noise. It was noted that the lead noise had been intermittent for at least two years and had been monitored by the clinic. Patient presented to clinic on (B)(6) 2018 and upon review of egms, it was confirmed that the noise was very large. On (B)(6) 2018 the patient presented for lead revision procedure. Isometrics were performed prior to the procedure and the noise was reproducible with isometrics (left arm across her chest) and with pocket manipulation. The leads were capped and replaced on (B)(6) 2018. During the procedure, a small insulation breach was visualized on both of the chronic leads. The patient tolerated the procedure well and was stable after the procedure.